Manufacturer narrative:
At the visit onsite, the field service engineer replaced the laser head and verified the system successfully according to alcon specifications because fundamental energy was below limit. After exchange of the laser head, diffuse lamellar keratitis (dlk) cases were reported. The calibration tool which was used to align the laser was found to be calibrated. Calibration is past valid date and is currently out for recalibration. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company¿s acceptance criteria. No treatment data and/or logfiles were available for this reported event. All reviewed logfiles for this cluster of cases shows energy settings by user were within the recommended arrangement of pulse energy. However, after decrease of energy settings, no further dlk cases were reported. A local clinical application specialist visited the site. Energy and separation settings selected by user and used during the flap cut showed differences compared to common settings (high difference between bed- side- and canal cuts require more time for re-alignment between the steps). The contribution of the setting used for dlk is possible but likely are affected at the periphery and corneal bed. The local cas has been informed to reduce the energy and increase the separations. The total energy delivered during the cut could cause dlk but is less likely in this case. The appearance of dlk is not with immediate effect and sporadic, directing to other contributing factors. No technical root cause was identified. The root cause cannot be determined conclusively. Potential contributing factors to the reported issue may be the settings used as different bed- side- and canal cuts require more time for re-alignment of energy between the steps. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A doctor reported toxic keratitis in a patient's eye post refractive procedure. Additional information has been requested.